Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from college of american pathologists (cap) proficiency samples and lower than expected vitros ipth results were obtained from non-vitros biorad qc samples when tested using vitros ipth lot 1711 on a vitros 5600 integrated system. Cap specimen ing-01 result of 37.60 pg/ml vs an expected result of 22.09 pg/ml cap specimen ing-02 result of 303.40 pg/ml vs an expected result of 170.54 pg/ml cap specimen ing-03 result of 888.40 pg/ml vs an expected result of 499.65 pg/ml biorad level 1 result of 15.40 pg/ml vs an expected result of 44.00 pg/ml biorad level 2 result of 94.80 pg/ml vs an expected result of 587.00 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth results were from non-patient qc and cap proficiency fluids. The higher than expected cap proficiency results were reported to the proficiency provider. There was no allegation of harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment 602601.

Manufacturer narrative:
The investigation has determined that higher than expected vitros intact pth (ipth) results were obtained from college of american pathologists (cap) proficiency samples and lower than expected vitros ipth results were obtained from non-vitros biorad qc samples when tested using vitros ipth lot 1711 on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. The customer stated it was possible that the incorrect volume pipette was used to reconstitute the cap samples at the time of the event. Therefore, improper pre-analytical sample handling is a likely contributor to the event. No information was provided with regards to the handling and preparation of the biorad qc samples therefore, it is possible improper handling of the qc samples on the day of the event contributed to the lower-than-expected vitros ipth lot 1711 results although this could not be confirmed. In addition, it is also possible that pre-analytical sample mix up is a potential cause of the event although this also cannot be confirmed. There is no indication that the vitros 5600 integrated system in combination the vitros ipth reagents malfunctioned as vitros qc fluids tested performed as expected. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lot 1711.